Manufacturer narrative:
Product analysis: visual and optical examination of mas bone screw confirm breakage approximately 2 threads from the base of the bone screw head. Optical examination reveals significant secondary (post-fracture) damage to the fracture surface of the lower threaded portion of the screw which appears to be damaged from the removal process. Undamaged areas of fracture surface revealed gently convex striations through the cross-section of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter verified conformance to print specification. This type of damage is consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k # k122433 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous lumbar posterior fixation at t12-l2 due to l1 fracture. On an unknown date, post-op, screw on left side of l2 broke. Hence, a revision surgery was performed to remove the broken screw. No fragment of the broken screw remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, it was first known that the implant screw had broken. After screw removal, the vertebral body collapse at l1 progressed. It was planned to perform percutaneous pedicle screw fixation at 3above-3below vertebrae (5 vertebrae) on (B)(6)2019. Moreover, one-stage or two-stage anterior fixation may be performed. As the patient is just (B)(6) years old, it was considered to use autologous bone.